Event description:
The patient returned approximately four (4) months after the index procedure during the follow-up period with restenosis of their previously placed bare metal stent (bms). The restenosis was treated by percutaneous coronary intervention (pci). This was also the only revascularization for this target lesion through twelve (12) months.